Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that at the end of an ablation procedure one farawave catheter had been used, however the guidewire was stuck. No tissue was observed at the tip of the guidewire or catheter, the guidewire could not be removed as normal and no other catheter issues were observed. The case was completed without patient complications. The device is expected to return for laboratory analysis.